Event description:
It was reported that the patient presented to the emergency room and it was noted noisy signals on the non-boston scientific right ventricular (rv) lead. Which led to the cardiac resynchronization therapy defibrillator (crt-d) delivering an inappropriate electric shock. Additionally, it was indicated that this rv lead was fractured. Troubleshooting options were discussed. Subsequently, an invasive procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The crt-d was explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient presented to the emergency room and it was noted noisy signals on the non-boston scientific right ventricular (rv) lead. Which led to the cardiac resynchronization therapy defibrillator (crt-d) delivering an inappropriate electric shock. Additionally, it was indicated that this rv lead was fractured. Troubleshooting options were discussed. Subsequently, an invasive procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.the crt-d was explanted and replaced due to a therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.